Event description:
A nurse from the user facility reports an intraocular lens was removed from the eye following insertion because it would not unfold. Information provided on a completed complaint questionnaire received on 10/18/2006 revealed enlargement of the incision and an anterior vitrectomy were required. Additional information has been requested including the patient's outcome.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. One haptic was bent in the distal area and the optic was scratched. The lens was foldable using folding tweezers. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. There have been no other complaints received for this lot number.